Manufacturer narrative:
The urea reagent lot number was 900656. The expiration date was requested, but not provided. The field service engineer performed mechanism checks. The gear pump pressure was checked and was acceptable. The reaction cells and cell rinse levels were checked. The sample probe was found to have gel on it and appeared bent. The sample probe was replaced. The probe spring action was corrected. Controls were run and passed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested for urea/bun on a cobas 6000 c501 module. The sample initially resulted in a urea value of 1.2 mmol/l, and it repeated as 11.8 mmol/l.

Manufacturer narrative:
The investigation determined the issue is consistent with insufficient pre-analytic sample handling. The investigation did not identify a product problem.